Manufacturer narrative:
(B)(4). . The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. All pressures were found to be correct and stable. The device passed all seal, purge and integrity testing. A short simulated therapy was successfully performed. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a myocardial infarction and subsequently passed away coincident with automated peritoneal dialysis therapy. The cause of the myocardial infarction was unknown. Two days prior to passing away, the patient was hospitalized for the myocardial infarction, but it was not reported if the patient was hospitalized at the time of death. Treatment provided during the hospitalization and for the myocardial infarction was not reported. It was unknown if peritoneal dialysis therapy was ongoing at the time of the myocardial infarction and it was not reported if peritoneal dialysis therapy was being performed with a baxter healthcare homechoice device and/or baxter healthcare solution(s) during the hospitalization or at the time of death. It was not reported if the patient was recovering or was recovered from the myocardial infarction prior to passing away. The cause of death was reported to be related to cancer and stroke and it was not reported if an autopsy was performed. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.